Event description:
It was reported that the patient underwent a coronarography performed via the right femoral access with insertion of two stents. Hemostasis was obtained by sealing the bleeding point of the femoral access with the angio-seal closure device. Twelve days later, the patient had a fever and the femoral puncture point was painful. Ultrasonography showed a pseudoaneurysm of the femoral artery. Surgical exploration revealed the presence of necrotic tissue and swabs were positive for (B) (6). An extra-anatomic iliopopliteal bypass was performed because of lesions of the common, deep and superficial femoral arteries. The patient was given antibiotics (duration unknown). Two months later, the patient had fever and pain at the distal anastomosis of the popliteal artery. Surgery was done to release the suture of the anastomosis which was performed more distally. The patient tested positive for (B) (6). The patient was treated with ceftazidim followed by cefuroxime for two weeks. The patient was transferred to another hospital where lexofloxacin combined with clindamycin was prescribed for twelve weeks. The patient did not have a relapse after a 10 month follow up.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) caution the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously and the patient monitored carefully. Surgical removal of the device should be considered whenever an access site infection is suspected. The IFU states potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e. Collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal patient information guide instructs the patient to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a bandage and changed daily or if it becomes wet, until the skin heals. The patient is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site. The angio-seal device instructions for use (IFU) caution that an av fistula or pseudoaneurysm is a possible risk or situation associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instructions for use (IFU) state the angio-seal kit is supplied sterile in a poly bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled sterile.